Event description:
It was reported that high capture threshold was observed. X-ray revealed cardiac perforation and pericardial effusion. A pericardiocentesis was performed and the lead was repositioned. Patient was asymptomatic and was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.